Event description:
Medical record reviewed 6-21-99. Patient underwent right l4-5 posterior decompression and discectomy in 1999. During surgery "one of the straight pituitary rongeur tips broke in the l4 left disc space. The piece measured approx 16-17mm." Xrays verified this remained in patient. "The broken metal piece should cause absolutely no clinical consequence or problem and is well away from his neural tissue and appears well encased in the anterior portion of the disc."